Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father reported via phone call that they were having issues with deplete battery life. The customer's father also reported that they could not get the battery to come on. The customer's blood glucose was unknown at the time of incident. The customer's father was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with an rf pic failed alarm during the self-test and was unable to communicate with care link pro due to a faulty component on the radio frequency board. The pump was received with normal operating currents, and passed the unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.